Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The post operative refraction was -2.50+0.75x070; however, the surgeon aimed for plano. The patient has a history of lasik in this eye. The lens remains implanted.

Manufacturer narrative:
Additional information was provided indicating that the unexpected outcome (minor postoperative myopia) was related to prior eye surgery and no further info is available. The patient was fully corrected with glasses and no significant problems to the patient occurred. (B)(4).